Event description:
It was reported that the patient's pump was replaced. Reporter stated that the "pump was already non-functioning at replacement surgery." Medication in the pump was morphine. There were no patient symptoms reported, and the reason for pump replacement was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).